Event description:
It was reported that a patient had fallen off a hana table.

Manufacturer narrative:
Based on the information obtained from the investigation, the patient was dropped by the hospital personnel while being transferred off the hana table after hip arthroscopy procedure. No problems with the table were reported. No information regarding the patient condition following the fall was obtained.

Event description:
It was reported that a patient had fallen off a hana table.